Manufacturer narrative:
Correction: sections a and e have been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:concomitant product ID 97745, serial# unknown. Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller wanted to know the signs and symptoms of malfunction of the implanted device. Caller said the patient started having symptoms of problems with blood pressure over a month ago and now the patient is in the hospital because they keep passing out. The patient was redirected to their healthcare provider to further address the issue.